Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl between 4 and 24 hours of wearing the pod. The patient reported that their bg went high, and the insulin did not seem to be working. Upon removal of the pod from their arm, the patient noted there was blockage with dried blood, which prevented insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.